Event description:
A physician called to report that a patient was hospitalized for diabetes related issues. The caller wanted help "re-activating" the insulin pump so that the customer could use it again. Advised the caller that the insulin pump does not get turned on or off as it's always running as long as there's a battery in it. Advised the caller to check the battery, but the caller declined to do anything further and hung up. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.